Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of material on the stylet was confirmed; however, the exact root cause was not identified. The product returned for evaluation was two stylets. Both samples had been fully removed from the catheters, which were not returned. Both stylets were coiled and exhibited multiple bends. Material appeared to be flaking off of the wire. Microscopic inspection of the samples confirmed the presence of white material on the stylet. The material appeared bunched and peeling. The material appeared to partially coat the stylet wire. It appeared that the hydrophilic coating applied to the stylet wires during product manufacture was bunching and peeling. It could not be determined what caused the delamination of the coating. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include exposure to incompatible chemicals and unidentified environmental factors affecting the properties of the coating. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported that during catheter placement, the last step was to remove the stylet. Small white dots were found with the stylet in the powerpicc ((B)(6)) catheter. White floccule was adhered on the surface of the guide wire. It was stated the white dots were found during the step of removal from the catheter after the catheter was pre-flushed to insert successfully. 9/1/2023 - two stylets were returned for evaluation. Material appeared to be flaking off of the wire. Our prior understanding was there was excess material but that it was adhered to the wire ("white floccule was adhered on the surface of the guide wire"), not separating from the wire. This report addresses the first device.